Manufacturer narrative:
Additional information was requested and the following was obtained: can you identify the lot number of the j839 suture used? No. Was any anomaly noted with the 2-0 vicryl suture prior to use? No. What was the indication for the re-operation? Who performs the closure (pa or surgeon)? Wound dehiscence, surgeon closure. How long was incision? 8¿. Detail about how many of the sutures were missing or if any knots present in subq layer? Few remaining suture found (2-3). Was there any patient event prior to symptoms (fall, cough, etc)? No. What is the current condition of the patient? Closed and stable.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was the suture placed (interrupted or continuous)? Interrupted. Which tissue layer, at which location was the suture, was used to close? Subcutaneous. What was the amount of time between the suture placement and the "pre absorption"? 3-4 weeks. What was the surgeon¿s expected time between the suture placement and the "absorption"? 8-10 weeks. Did the operating surgeon observe any suture deficiency or anomaly before, during or after use in the patient? Asku. What, in the physician¿s opinion, are the factors contributing to the event? Asku. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the procedure? Can you identify the lot number of the j839 suture used? Was any anomaly noted with the 2-0 vicryl suture prior to use? What post- operative date did the patient present with symptoms? Was there any patient event prior to symptoms (fall, cough, etc)? What was the date of the second procedure? What are the patient age, weight, past medical and surgical history? Do you have any suture samples for evaluation? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a spinal procedure in (B)(6) and suture was used on the subcutaneous layer. Three to four weeks postoperatively, the layer dehisced requiring reoperation to reapproximate the tissue. In the initial procedure, the suture was used in interrupted stitches in the subcutaneous layer. In the reoperation the surgeon did not see the sutures in the subcutaneous layer at all. The suture used in the fascia was intact and had to be cut in the reoperation. The patient is recovering.